Event description:
On (B)(6) 2011, a 21mm regent heart valve was implanted. The patient presented with a high pressure gradient and one of the leaflets had restrictive motion and was not opening. Per report the patient had been on anticoagulation and was compliant. On (B)(6) 2018, the valve was explanted and another 21mm regent heart valve was implanted as the replacement. The patient has been discharged.

Manufacturer narrative:
The reported event of high pressure gradient and restrictive motion in one leaflet could not be confirmed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The sewing cuff had been removed prior to its return and no tissue was noted in the recessed pivot areas. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2011, a 21mm regent heart valve was implanted. The patient presented in 2018 with a high pressure gradient and one of the leaflets had restrictive motion and was not opening. Per report the patient had been on anticoagulation and was compliant. On (B)(6) 2018, the valve was explanted and another 21mm regent heart valve was implanted as the replacement. The patient has been discharged.